Event description:
It was reported by the caller that post procedure after using the boston pfa system it was noticed that there was blood in the patient's urine collection bag. The caller is unaware if there was any intervention. The caller states that pre-procedure the patient was given 2 liters of fluid to prevent the hematuria. The caller stated that there were 65 lesions placed using the boston pfa system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).